Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer's other blood glucose was 400 mg/dl. The customer was treated with insulin shots. . Troubleshooting was done for high blood glucose and under delivery. Customer states that auto mode was active. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The auto mode information provided with the initial report was incorrect. The correct information has been included with this report b5 section.(B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.